Event description:
The customer contacted the siemens customer care center (ccc) after obtaining a discordant, falsely low sodium result on one patient sample tested on a dimension xpand plus without hm instrument. The discordant result was reported to the physician(s), who questioned it. The potassium and chloride results obtained on the patient sample were also falsely low. It is unknown if the results were reported to the physician(s). The sample was repeated on the same instrument and resulted higher for all three analytes. The patient was redrawn and the new sample was tested, matching the repeat test results. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.

Manufacturer narrative:
The customer contacted the ccc. The customer stated that no other patient samples had been impacted. During troubleshooting, the customer proactively replaced a sensor that was due for replacement. The calibration and diluent check had passed. There were no issues with the integrated multisensor technology system. The cause of the discordant sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.